Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed target lesion was located in the mid left circumflex coronary artery. After pre-dilattaion with a balloon, a 3.50 x 28mm synergy ii drug-eluting stent was advanced but failed to cross the lesion after reaching the proximal end. After withdrawal, it was found that the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.